Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the reported issue cannot be determined at this time. A photo of the subject device was provided for evaluation and investigation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure when the user withdrew the needle from the gs k201 (guide sheath kit) device, the sheath of the needle stretched and it was impossible to pull out the needle. The user had to cut the sheath to be able to retrieve the specimen. The intended procedure was completed with no patient injury or harm reported. No user injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As the device was not returned for evaluation, the root cause could not be determined. As stated on the IFU (instruction for use) the user manual states: do not withdraw the periview flex needle from the guide sheath if resistance to withdrawal is encountered. Reduce the angulation of the endoscope and withdraw the periview flex needle and the guide sheath together from the endoscope. Do not forcibly advance the device if excessive resistance to insertion is encountered. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage. Reduce the angle of the endoscope until the device passes smoothly. Olympus will continue to monitor complaints for this device.